Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the procedure and outside the body, the physician tested the needle inside a competitor transseptal sheath. It was noted that the needle was rubbing the inner lumen of the sheath, and the physician also saw a small piece of plastic at the extremity of the needle. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, upon removing the needle from the returned package it was noted that the tip end had white foreign material visible on it.

Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 207837990, was returned and analyzed. Analysis was performed and no anomalies were found, however upon removing the needle from the returned package it was noted that the tip end had white foreign material visible on it. It is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.